Event description:
Olympus was informed that during the total thyroidectomy, the facility had found that the edge of the pt's surgical incision had been discolored to white like the burn. There was no information of the device abnormality and the facility had treated the discoloration. The physician stated that there was possibility that the tb-0510ic had come into contact with the pt when it had been changed in to the other device.

Manufacturer narrative:
The referenced device was not returned to olympus medical systems corp (omsc) for evaluation, therefore omsc could not evaluate the referenced device. The exact cause of this issue can not be conclusively determined. However, from the physician's comment, the possible cause of the discoloration like the burn is that the high-temperature tb-0510ic right after activating has come into contact with the pt. It is described in the instruction manual as below that the device becomes high -temperature right after activating. The grasping section and probe tip become hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue. The manufacturing history was received, with no irregularities noted. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.